Manufacturer narrative:
This report is associated with argus (B)(4), super poligrip original (zinc free formula).

Event description:
The (B)(6) daughter accidentally got into some of the superpoligrip adhesive cream original [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) female patient who received double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number 436f, expiry date unknown) for product used for unknown indication. Concomitant products included no therapy. On an unknown date, the patient started super poligrip original (zinc free formula). On an unknown date, an unknown time after starting super poligrip original (zinc free formula), the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to super poligrip original (zinc free formula). Additional details, adverse event information was received on 15 march 2017. Consumer reported that his (B)(6) daughter accidentally got into some of the super poligrip adhesive cream original. Lot number was 436f.